Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during implant and there were problems adhering the helix to the vein wall. The lead was ultimately implanted and remains in use. It was also noted that the right ventricular (rv) and right atrial (ra)leads were implanted after the use-by date. No patient complications have been reported as a result of this event.